Event description:
Air was injected into a pt during an angiographic procedure. The pt developed cardiac arrest and myocardial infarction resulting in intubation. She was discharged four (4) days post procedure as stable.